Event description:
It was reported by (B)(6) that the battery case attachment button fell off of the small battery drive device. During in-house engineering evaluation, it was observed that the coupling head was worn, one of the levers was missing, the triggers were sticking, the electric motor did not meet specifications and the device made an unusual noise. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial contact number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling head was worn, one of the levers was missing, the triggers were sticking, the electric motor did not meet specifications and the device made an unusual noise. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mechanical and electronic components wear from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.